Event description:
Codman microsensor cranial catheter failure to monitor. Replaced intra-op. As per the operative report, codman intracranial pressure monitor, having then zeroes in the usual fashion, placed in the parenchyma having first coagulated and opened the pia in the right frontal area. Initial icps were less than 10: however, the first catheter that was placed appeared to malfunction giving nonsensical readings and then being not recognized by the machine during the process of closure. Having tried replacing the monitor box, it seemed the catheter itself was at fault. The area that the catheter was reopened and inspected. The catheter removed. No sign of bleeding from the parenchyma entry point. Another monitor was similarly zeroed, the new reference number recorded. This monitor was also tunneled and placed into the brain parenchyma this time with stable normal icps. MFR provided by rptr: depuy orthopaedics, (B)(4).